Event description:
It was reported that the ilet device screen was cracked and the device stopped functioning after insulin in the cartridge ran out, leading the user to transition to backup therapy; the device was replaced, and the original was requested for return. Investigation included device history review, complaint trend review, and request for return and evaluation. Further investigation of this case revealed damage to the display assembly consistent with a broken or cracked screen and an associated inability to operate the device once insulin was depleted. No user reported symptoms, and no reported adverse health effects. Outcomes included use of alternative therapy without reported clinical impact. It was concluded that the event was attributable to physical damage to the device screen, with device performance affected after insulin exhaustion, and user mitigated by switching to backup therapy.